Event description:
The technician reported the nurse call does not function. The bed is located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician was performing preventative maintenance and found hi/low cable was damaged which was caused by the brake casters rubbing against the hi/low cable which caused the issue with the nurse call not functioning. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 through 2014. It is unknown if the facility performed any other preventative maintenance on this bed. An investigation was performed and this issue was addressed under an engineering change order. The technician replaced the hi/low coil cable assembly to resolve the issue. Based on this information, no further action is required.